Manufacturer narrative:
(B)(4). Customer is retaining the product. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that when the doctor is using the curved scissor in the operation, the tip and handle of the scissor is broken. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 03/05/2018. Batch # n91t5r. Device analysis: the analysis result found that the 5dcs instrument was returned with the handle slightly opened. In addition, a tyvek from another device was returned along with the instrument. No functional testing could be performed due to the condition of the handles. This condition may cause that the internal components lose its intended position and contribute to a failure of the mechanism. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the handle condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.